Event description:
It has been reporting that a revision surgery was performed to remove the patella component because it was cutting a tendon. The revision was performed in (B)(6) 2005. The initial implant date was in (B)(6) 2002.